Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was unable to be reviewed as no lot number was given.

Event description:
It was reported that a device malfunctioned injuring the patient and was currently hospitalized. There was a request for additional information sent, with no responses regarding the actual device or incident. The risk manager reported that there was no patient harm, contradictory to the doctor's claim.